Manufacturer narrative:
Customer evaluated device.

Event description:
The customer reported that the device has a broken connector on the battery interface board. There was no reported patient involvement.